Manufacturer narrative:
Per tandem¿s user guide: ¿do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could lead to a very low or very high bg level. You can always adjust the insulin units up or down before you decide to deliver your bolus.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user delivered a bolus of 10 units instead of a bolus for 10 carbohydrates. The user's blood glucose (bg) level was 34 mg/dl. The user addressed bg level with syrup.